Manufacturer narrative:
The service engineer (se) evaluated the device and replaced the lithium battery. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. The following part was returned for failure investigation: battery. The battery was visually inspected and showed no anomalies. The firmware of the battery was tested and verified to be the correct version. The battery was functionally tested and had the first light-emitting diode (led) flickering. The red battery fault indicator light was triggered with a red ¿!¿ for the extended battery receptacle on the status display, indicating no charge. The system diagnostic log results showed: ventilator primary battery analog to digital conversion (adc) voltage out of range with alert codes. Conclusion: the reported event for battery failed/shutdown while in use was duplicated. The analysis showed that the battery was not charging while connected to ac (alternate current) power. Test results showed that the reported event was a hardware short circuit (hsc), with a hsc failure the battery will not work, confirming a faulty battery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had a battery failure and shut down. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.